Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/+3.0/104 (sphere/cylinder/axis), tore during injection. The lens was replaced with another same model/length lens and the problem was resolved. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim (B)(4).

Manufacturer narrative:
B5: the lens was inserted and removed during the same surgery. Claim # (B)(4).